Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-paddle leads . Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7071247. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 25329550.

Event description:
It was reported that the patient experienced inadequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned due to facility policy.